Event description:
At the conclusion of a therapeutic phartngeal tube dilatation, pt age and gender is unk, and while the catheter was being drawn into the scope for removal the r0 marker detached ad adhere to the scope exit. As the balloon tip was bring pulled into the scope, the ro marker was caried with it and was successfully removed. The physician reports that the condition if the pharyngeal tube was torturous. There were no adverse affects to the pt and the precedure was repeated 1 week later.